Event description:
Customer allegedly received the following readings within 10 minutes: 290 mg/dl, 403 mg/dl, and 190 mg/dl (aviva system 1, within 4 minutes), 380 mg/dl (aviva system 1), and 100 mg/dl (aviva system 2) - within 1 minute sets of readings were taken on different days. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for the aviva system 1. Reference medwatch with patient identifier (B)(6) for the aviva system 2.